Event description:
A customer reported that the pump battery was depleting too quickly. There was no reported adverse impact to the customer¿s blood glucose level. Technical support advised that the faster battery depletion was due to a cgm error and that the battery would return to normal usage after a reset.